Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient suffered from an atrial arrhythmia since (B)(6) 2021. It was observed that only the curve of the programmed atrial pacing output was available on the atrial auto-threshold curve displayed on the remote monitoring reports transmitted on (B)(6) 2021 and (B)(6) 2021. The physician suspected that no atrial auto-threshold measurement could be performed since the patient suffered from atrial arrhythmia. Since no atrial auto-threshold measurement could be performed for seven days, the atrial pacing output was programmed to the safety amplitude. However, the atrial pacing amplitude was 4.0 v, though the programmed atrial safety amplitude was 3.5 v.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient suffered from an atrial arrhythmia since (B)(6) 2021. It was observed that only the curve of the programmed atrial pacing output was available on the atrial auto-threshold curve displayed on the remote monitoring reports transmitted on (B)(6) 2021 and (B)(6) 2021. The physician suspected that no atrial auto-threshold measurement could be performed since the patient suffered from atrial arrhythmia. Since no atrial auto-threshold measurement could be performed for seven days, the atrial pacing output was programmed to the safety amplitude. However, the atrial pacing amplitude was 4.0 v, though the programmed atrial safety amplitude was 3.5 v.